Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the complaint device was returned. The reported damaged polymer coating (reported as wrinkled) was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulty was based on the patient's anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a superficial femoral artery (sfa) lesion with 100% stenosis, heavy calcification, and no tortuosity. The high torque (ht) command 300 cm guide wire was used to reach the lesion, after which a balloon catheter was advanced to the lesion. The ht command was removed from the patient to change to another guide wire that would cross the totally occluded lesion. When the ht command was re-inserted in the patient, wrinkling of the polymer was noted. Another ht command was used successfully to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the black polymer was torn, stretched and separated at the distal end exposing the coils.